Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Attempts at obtaining additional information about the event were made, but unsuccesfsul. The device's manufacturing date is unknown. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the size issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial number of the subject device was not provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the packing (o-ring) (gt845000) appeared to be too large to fit the cylinder hose. There was no harm or user injury reported due to the event.